Event description:
It was reported that air detector clamp does not clamp when air is detected during setup. It was observed during inspection of a returned pump that air detector was defective. If this failure mode occurs during infusion, it will interrupt therapy which may affect the patient health.

Manufacturer narrative:
B3 - date of event is unknown. The suspected device was returned for evaluation. There was no 12-month service history during the review. Visual inspection had been performed, and no anomalies were observed. Functional test had been performed, and air detector clamp does not clamp when air is detected was confirmed. Replaced whole air detector. The probable cause of the reported issue is defective air detector. The device passed all functional testing after repair.